Event description:
Info rec'd indicates the siderail will no latch.

Manufacturer narrative:
The technician found the center arm was damaged and release lever missing. He replaced siderail center arm assembly to repair the bed.